Manufacturer narrative:
G3 - date received by mfg and reporting become aware date submitted on report ref # 3012307300-2025-12617-01 corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, on three instances, the balloon has deflated on its own. It was checked before use with no issues found. The patient was under anesthetic and had not been affected medically. The procedure was completed with a noted delay. A different product lot was used instead. There was patient involvement, but no injury.

Manufacturer narrative:
Five new units were received for evaluation. All units were functionally tested, and no leaks that could indicate the reason for deflation were found on any of the five pieces tested. No deflation was observed during functional testing. The units tested normally at the time of evaluation. There were no relevant nonconformances found during a lot history review.